Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for bowed tube with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of bowed tubes was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. : see h.10.

Event description:
It was reported that there were molding defects discovered during use with 25 bd vacutainer® sst blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: when using the tube,it was found the tube was bowed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were molding defects discovered during use with 25 bd vacutainer® sst blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: when using the tube,it was found the tube was bowed.